Event description:
Healthcare professional reported "discomfort" and "possible infection" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified more than three striated openings, white particles material was found on the shell and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified nick striated, wear abrasion and more than three striated openings. Based on the device analysis the final assessment is: more than three openings striated in the side anterior assessed as surgical damage. Nicks striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported "discomfort" and "possible infection" against right device. The device has been explanted.